Event description:
Found during routine testing. The caller reported the ac mains light doesn't indicate that device is plugged into ac and the device won't operate on ac power. There was no patient associated with the report.

Manufacturer narrative:
Physio-control is investigating the reported event. Physio-control will submit a supplemental report on this event.